Event description:
Pump was reported to overinfuse during an epidural infusion. It was initially reported that the pump infuses at a rate of 360ml/hr regardless of what it is set at. The exact pump programming info is not known, but it was reported that 35ml the epidural infused in just 10 minutes, which is more than intended. The infusion was stopped at this point and it is not known if medical intervention was needed or if any adverse outcome resulted per the hosp's biomed. Writer has made several attempts to contact the hosp's risk manager in an attempt to gain more specific incident details, specific pt info, medical intervention and adverse outcome info, however, writer has been unable to contact the risk manager up to this point. Should add'l details become available, a follow-up report will be filed.